Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with fortum (2 grams; frequency and route not reported), reflin (1 gram; frequency and route not reported) and heparin (1000 unit each bags for 3 days) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with the pd therapy was not reported. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).